Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to replace cine disk. No further service info is available at this time.

Event description:
The fe reported the customer was unable to review the recorded cine sequence in workstation. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.